Event description:
Post-operative bleeding (6 or 7 days after tonsil and adenoid surgery). Patient re-admitted for treatment.

Manufacturer narrative:
Method: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.